Event description:
The patient was diagnosed with an asystolic ECG. Reportedly, the patient could not be paced because the pacing connector had broken into the device upper case. The code was called on scene. The reporter stated the patient was not a viable candidate for resuscitation.